Event description:
The inner lumen of the dual lumen catheter broke midway from the distal tip and remained in the pt when the catheter was removed. The section was successfully reetrieved with a snare. The event resolved with out pt complication.